Event description:
The customer reported that the transfer set fell off while the home patient (hp) was at school and the hp acquired peritonitis. The hp had peritonitis during (B)(6) and was hospitalized (dates of initial hospitalization not reported) for the event. Soon after admission, the hp was discharged and went home (exact date not reported). On an unknown date, a peritoneal effluent culture was performed which showed no growth. Unknown antibiotics were administered to the hp during hospitalization. After the hp was home, it was noted that there was a tinge in the hp's effluent. The hp's effluent was tested, although the results were not reported. A couple of weeks later the hp went back to the hospital and was discharged a month later. The hp recovered from the peritonitis and has had no additional issues reported. The hp now uses a safety clip to keep the transfer set from falling off.

Manufacturer narrative:
(B)(4). The exact date of the event is unknown, however the event did occur in (B)(6) 2012. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Since the lot number is unknown, no batch review will be performed. An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is not confirmed and the cause was undetermined because there was no sample returned to baxter for evaluation. If additional information becomes available, a follow up report will be submitted.